Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the cine clips are not saving. No patient injury was reported.